Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Due to a tortuous inferior vena cava, the transseptal puncture was difficult. After advancing the steerable guide catheter (sgc) across the septum into the leaflet atrium, a blood clot or tissue was observed on the end of the sgc on imaging. The clot/tissue was able to be aspirated through the sgc without incident. One mitraclip was successfully implanted reducing mr to grade 1-2. There were no patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported thrombus cannot be determined. The reported thrombus as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.